Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high glucose results. A patient reported blood glucose results in the range of ¿250-300mg/dl" on a lifescan meter compared to a range of "100-125mg/dl" on an unknown meter. The complaint is being reported for the following reason: based on statistical methodology, the difference between the two results exceeds the expected value of up to 30% difference between readings compared to another meter and taken within 30 minutes of one another. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.